Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that after delivering an inservice, the device would charge, but was aborted and not delivered. There was no report of pt involvement or impact. This investigation remains open.